Manufacturer narrative:
Results - a sample was not received at the manufacturing site for evaluation for the report of soft tip detachment; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Not warranted - as the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that soft tip silicon fell inside the eye during vitreo-retinal surgery. The surgery was compromised to remove the broken silicon tip from eye with forceps via scleral incision which caused a delay in surgery and increased length in surgical time. Extra incision was performed to remove the broken silicon where the incision was found to be larger wound and required sutures. The procedure was completed on same day. The current patient condition was resolved.